Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient priming while attached). Performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loose cartridge cap) issue. The reporter stated that the patient had blood glucose (bg) of 25mg/dl and passed out. Emergency medical services was called and the patient was taken to the hospital. They were treated with glucose tablets/glucose gel, glucagon injection, IV fluids, IV glucose and food/drinks. Customer support (cs) completed troubleshooting and the reporter mentioned that the patient was attached while priming. The patient primed while attached due to a loss of prime warning which occurred because the cartridge cap was loose. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error in priming while attached.